Event description:
A user facility biomedical technician (biomed) reported to fresenius that a tear was found in the combiset smartech bloodlines during a patient's hemodiaylsis (hd) treatment. Additional information was obtained during follow-up with the facility administrator (fa). Blood was visually observed splattering from the blood pump tubing segment of the bloodlines approximately 20 minutes prior to completion of 4-hour hemodialysis (hd) treatment on a 2008t machine. Treatment was paused. The patient¿s blood was returned. The patient¿s estimated blood loss was approximately 10 ml. The patient did not experience a serious injury or require medical intervention. Treatment ended early for the day. Upon closer inspection a tear was identified in the blood pump tubing segment of the blood lines. No defect or damage was noted to the bloodlines prior to the occurrence of the reported issue. The blood pump on the 2008t machine was inspected and no issues were identified. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample originated from an unknown lot. The sample was received opened with different packaging. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found on the blood pump tubing. During the visual inspection with the microscope, a tear was found on the blood pump tubing. A DHR review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a tear was found in the combiset smartech bloodlines during a patient's hemodiaylsis (hd) treatment. Additional information was obtained during follow-up with the facility administrator (fa). Blood was visually observed splattering from the blood pump tubing segment of the bloodlines approximately 20 minutes prior to completion of 4-hour hemodialysis (hd) treatment on a 2008t machine. Treatment was paused. The patient¿s blood was returned. The patient¿s estimated blood loss was approximately 10 ml. The patient did not experience a serious injury or require medical intervention. Treatment ended early for the day. Upon closer inspection a tear was identified in the blood pump tubing segment of the blood lines. No defect or damage was noted to the bloodlines prior to the occurrence of the reported issue. The blood pump on the 2008t machine was inspected and no issues were identified. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.